Event description:
It was reported that during the implant attempt, the 6947 lead was not used due to tight vasculature. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the lead was not used due to tight vasculature. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: alert date, event date, implant and explant dates corrected to (B)(6)2010, which is the date of the lead implant attempt. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.